Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of occlusion in the infusion set tubing on 26-sep-2024. The blood glucose level was 525 mg/dl at the time of the event; therefore the patient was treated with correction injection via multiple daily injections (mdi). The patient changed supplies as necessary and resumed insulin deliveries successfully. No further information was available.